Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective turbine assembly for evaluation. Therefore; no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed motor fault and not ventilating. There is a leakage sound coming from the ventilator when switched off. The customer confirmed that there is no patient involvement associated with this reported event.